Event description:
During treatment for a thoracic aneurism, the distal tip (probe) of a visions pv 8.2f ivus catheter became separated from the catheter upon removal from the introducer sheath (8f). More resistance than usual was experienced during pull-back. When the device was removed and checked, the probe was not attached. A snare was used to successfully retrieve the probe from the pt. At the time of this report, the pt is reported to be stable and was released without extended hospitalization. No adverse events occurred due to the separation.

Manufacturer narrative:
(B) (4). The documentation for this lot was reviewed and to date, no other complaints have been reported for this lot. Manufacturing documentation was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. The device was visually evaluated and approximately 2cm of the distal tip were missing from the device with the separation occurring at the joint between the distal shaft and the scanner. Material elongation and feathering were present at the location of separation, indicating the device experienced severe force. The distal tip was not returned for eval so it is not possible to determine if all parts are accounted for. The user reported that the separation occurred during pullback through an 8f introducer sheath and that more resistance than normal was experienced. The visions 8.2 IFU states a minimum introducer sheath of 9f is compatible with this device. Additionally, the IFU states, "if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time." There was no indication of device defect or that the device was not manufactured to device specifications during eval. No pt adverse events were reported.